Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, nakanishi is limited in the info that we can obtain from the initial complainant. The following info is from a dist to nakanishi inc. (Nsk), regarding a device manufactured by nsk. Event summary: according to the dist, the handpiece and the motor heated up during treatment, and the pt was burned. The dist did not mention which parts the pt was burned on. Nakanishi could not obtain info when this adverse event occurred. Complaint review: there were no prior repairs on file for this handpiece.

Manufacturer narrative:
Investigation: the handpiece was forwarded to the manufacturer (nakanishi) for an analysis and investigation on 06/09/2014. Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below: methodology used: the device was configured for temperature testing in the exact state in which it was returned. Specifically, no lubrication or cleaning was performed on the returned device before this first test in order to characterize the device under conditions that would duplicate the use situation at the time of the event. Nakanishi rotated the motor of the returned handpiece at 60,000 rpm and measured the temperature. The temperature was measured at two test points (i.e., attachment and motor) on the exterior of the handpiece using a thermometer. The ambient room temperature was also measured as reference. The temperature reached 42.4 degrees c at the attachment and 41.4 degrees c at the motor. Nakanishi also confirmed the abnormal noise from the rotation. Nakanishi then measured the temperature of the returned motor (model pd-mh) with a normal attachment (model pd-2sd), and observed no abnormal temperature. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the attachment and performed a visual inspection of the insider parts. Nakanishi observed debris and shavings from the retainer. Nakanishi also observed that the second bearing from the top had been broken and 2 balls in the bearing had been worn. The user admitted that any maintenance had not been conducted before the incident. Conclusion reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to debris and shavings generated by the failure of the maintenance. The debris and shavings observed caused damage that resulted in abnormal rotational resistance, which would result in the handpiece overheating. Nakanishi reminded the user of the instruction included in the user manual.